Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal deployed prematurely. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The loading device was not returned. The tension spring assembly and the anchor tab were inside the tube of the delivery device. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly. The green slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the received condition of the device, the reported complaint could not be confirmed, however it was confirmed for failed to load properly. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).